Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Serial specific voluntary recall was initiated for the mako integrated cutting system (mics) within scope of a CAPA. The initial root cause analysis determined that the process for characterizing mics handpieces for specific serial numbers deviated from its qualified state at the time of validation. The CAPA investigation is currently in progress and an updated communication will be submitted upon completion of the investigation.

Event description:
Not cutting case type / application: tka.

Manufacturer narrative:
Correction: upon further review it was noted that this event does not meet the criteria of a reportable event. Although the serial number is in scope of serial specific voluntary recall; pfa 2514204, the reported failure mode is not in scope of the recall. This event is covered under total knee arthroplasty mako system a0017400 under hazardous situation " system experiences unrecoverable malfunction". Reported event: an event regarding non functional involving a mako mics was reported. The event was not confirmed. Method & results: -product evaluation and results: handpiece mics ¿ 209063 ¿ serial# (B)(6). Inspected and determined failure of the following test steps: 7.1.1 cable visual inspection - pass. 7.1.2 hand piece visual inspection - pass. 7.1.3 pivot handle lock test - pass. 7.1.4 collar test - pass. 7.1.5.1 original cable agitation test - pass. 7.1.5.3.4 tn 0835 cable functional (new cable) - n/a. Original description not confirmed. Disposition: return to vendor. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 3 other similar events for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Not cutting. Case type / application: tka.